Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope had a communication error, b30. The issue was found during inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g3, g6, h2, h3, h6. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: scope communication error - no image due dents, scratches and fluid on plug unit. In addition, the following reportable malfunctions were identified during the device evaluation: white residue on air water channel and cylinder. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.